Manufacturer narrative:
No button error alarm noted. Unit had intermittent button response due to moisture damage keypad traces. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported that the insulin pump returned a button error alarm two weeks prior to the call. Customer reported that none of the buttons on the keypad were responding. Customer reported removing the battery and that the insulin pump began to function again, but returned another button error alarm. Customer stated that the insulin pump had been dropped and the screen was cracked as a result. Blood glucose level was 126 mg/dl at the time of the call. No further information was provided.